Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 65 years old at the time of study enrollment.

Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion #001 was in the right distal superficial femoral artery extending up to right proximal popliteal artery with 6 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length 200 mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 5 mm x 100 mm sterling over the wire balloon pta balloon. Treatment of target lesion was performed by dilation using study device, 6 mm x 150 mm ranger drug-coated balloon. Following post-treatment was performed by placement of 6 mm x 150 mm non-boston scientific (bsc) peripheral stent system bare metal stent and, the final residual stenosis was noted to be 29%. The right distal superficial femoral artery to mid popliteal artery were treated by 6 mm x 150 mm ranger dcb (study device). Hence, it was confirmed that the target lesions were treated by study device (ranger dcb 6 mm x 150 mm). The target lesion #002 was in the right proximal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length 100 mm with 70% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 5 mm x 100 mm sterling over the wire balloon pta balloon. Treatment of target lesion was performed by dilation using study device, 6 mm x 100 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 29%. During treatment of target lesion #002, complication of dissection of grade c was noted due to 6 mm x 100 mm ranger drug coated balloon. In response to the complication, balloon dilation was performed using 6 mm x 100 mm ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 29% and the complication of dissection was considered resolved. On (B)(6) 2023, the subject was discharged from the hospital on clopidogrel.